Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the part of the ruler that breaks is the opposite side to the patient and does not enter the incision wound. So no fragments have entered the incision. And mostly the rulers were broken prior to starting the case, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery rulers were consistently breaking at exactly the same spot. Delay from (0-30) minutes reported. Backup device available. It is unknown if there was any patient impact or injury.